Event description:
It was reported by the patient's spouse that they were "feeling funny", and there was concern that the pacemaker wasn't functioning properly. Follow-up with the clinic revealed that the patient has not yet been seen for their first follow-up visit. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.